Event description:
A report was rec'd that a pt had their precision system explanted, due to improperly anchored leads.

Manufacturer narrative:
The explanted devices will not be evaluated, as they were not returned.